Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 weeks after the dental implant was placed in ada site 9 in the mouth, it had not achieved integration. Clinician reports peri-implantitis, pain, inflammation and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 weeks after the dental implant was placed in ada site 9 in the mouth, it had not achieved integration. Clinician reports peri-implantitis, pain, inflammation and hypersensitivity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.